Event description:
A note from the nurse, enclosed with the sample stated: "screw lock portion separated from cap and the pt bled out from the v-pac. IV fluid was running in the bed." It was verbally stated by the reporter of the event that it is "unknown if nurse broke the device or if something else happened to cause the spin collar to separate from the device". "No pt adverse effect" was reported.